Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that electrodes 11 and 14 were measuring over 10,000 ohms and were unable to be used in programming. It was indicated that the patient had had a couple of falls since their last visit, but it was unknown if this contributed to the issue. Impedances were checked and the rep was able to successfully program around the electrodes in question. There was no known cause of the impedance issue. The issue was resolved at the time of the report as the rep was able to adjust programming around the electrodes to deliver stimulation. It was asked but was unknown when the event began. No further complications were reported/anticipated.